Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five minutes into the laparoscopic video toracotomia procedure,the device was connected with the reload, when opening the jaws, the jaw did not open. There was no patient injury.